Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0334k, implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type: lead. Product ID: 3889-28, lot# v391132 , implanted: (B)(6) 2010, explanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
The consumer and health care provider (hcp) reported that when the patient's hcp put in their new implantable neurostimulator (ins) on (B)(6) 2012, they left the old lead wire in place. Every time the patient would turn stimulation on, they felt pain down their left leg. The patient had painful and uncomfortable stimulation. The hcp had to put the ins deeper, but did not recall the procedure date. The patient had an x-ray done that showed 2 leads in the same s3. The previous hcp fractured the lead and left the tip in the patient and placed the second one on the same side. The patient also had chronic pain. The patient had another hcp remove their new ins and lead wire on (B)(6) 2015. After explant the hcp prescribed the patient oxybutrin 10 mg for their bladder issues. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.